Event description:
It was reported that the seat on the t4 wheel chair split near the mounting area. It does not appear to be a tear but rather a result of stretching. Chair is less than 6 months old and customer is not satisfied and would like a replacement sent as goodwill.